Event description:
A hospital in (B)(6) has reported an incident that occurred to a patient several months ago. It was reported that the patient was intubated on a set up that included an rt202 adult breathing circuit, intersurgical catheter mount and an intubation tube. The hospital then gave the patient a 10l flow that allegedly caused the patient's lungs to swell up and one lung was punctured. It has been reported that the patient passed away after the incident. The hospital has reported that there was no malfunction of the rt202 adult breathing circuit.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to fisher & paykel healthcare (fph) for evaluation. Our analysis is accordingly based on the information and photographs provided by the hospital and our knowledge of the product. Photographs provided by the hospital confirmed that the complaint device was an rt202 adult heated inspiratory circuit kit. The hospital has further reported that the breathing circuit was used on an intubated patient. The rt202 adult inspiratory circuit is a single limb circuit for use only with non-invasive therapy as illustrated in our user instructions, and is not to be used for invasive ventilation therapy as was the cause of this incident. The hospital had performed a thorough investigation into this incident. Based on the information provided in the report it appears that the patient was set up on the intensive therapy while still in the recovery ward and before being transferred to the ICU ward. The report further stated that the recovery room staff had used the incorrect circuit for invasive therapy. The hospital has reported that there was no malfunction with the complaint device. Our user instructions for the rt202 adult heated inspiratory circuit kit illustrates the use of the breathing circuit with a facial mask for non-invasive therapy. A fph representative has visited the hospital in the past and performed training for the staff. Since this incident, fph has been in contact with the hospital and have offered further training to reiterate the user instructions.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) has reported an incident that occurred to a patient several months ago. It was reported that the patient was intubated on a set up that included an rt202 adult breathing circuit, intersurgical catheter mount and an intubation tube. The hospital then gave the patient a 10l flow that allegedly caused the patient's lungs to swell up and one lung was punctured. It has been reported that the patient passed away after the incident. The hospital has reported that there was no malfunction of the rt202 adult breathing circuit.